Event description:
A fracture of the longitudinal spine of the device was initially seen on chest x-rays done on (B)(6) 2006. With this finding, all past x-rays were re-evaluated and the first documented sign of the fracture was (B)(6) 2005 (approx 11 months post-procedure). The pt is currently asymptomatic. No serious adverse events have been identified that could be attributed to this finding.